Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, inconsistent right atrial capture threshold was observed. Additionally, the right atrial lead was capturing the right ventricle. Chest x-ray confirmed right atrial lead dislodgement. The lead was revised on (B)(6) 2019. The patient was stable before and after the procedure.